Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Mechanical failure of the column brace.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00084) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional event information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00084) submitted in 2016 did not go through correctly. This report is to clarify the circumstances of the initial report of mechanical failure of the column brace submitted to the FDA on 04/24/16. Additional information was received and it was reported that a demo ultrasound system was being transported to the user facility when the car it was in was involved in an accident causing the column brace to break. There was no patient or user facility involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update adverse event or product problem (see b), device available for evaluation (see d10), update follow-up type (see h2), update device evaluated by manufacturer (see h3), update event problem and evaluation codes (see h6), and provide the investigation results. Investigation: this system was a demo sc2000 system in japan with broken column brace. For an immediate fix, the customer service engineer repaired the system with a spare part. During the investigation of the this issue, it was determined that no functionality is lost when this column brace breaks. There is just a slightly greater level of deflection between the handles and the system. A solution was implemented by introducing an sc2000 column brace reinforcement.